Event description:
It was reported that this right atrial (ra) lead was suspected of not working properly. Boston scientific technical services (ts) agreed that this ra lead is not sensing properly and observed atrial wave deflections on the cyan channel, but intrinsic amplitude test gives no result. Also, there is no capture during manual threshold test. Boston scientific technical services (ts) discussed to consider chest x-ray and asking physician for programming changes due to loss of atrial pacing and ability to track atrial waves. This ra lead remains in service. No adverse patient effects were reported.